Manufacturer narrative:
B3: unknown. H3: one device was received. The device was visually and functionally tested, and the downstream occlusion (dso) seal was found to be delaminated, and the upstream occlusion (uso) seal was buckled. The dso and uso seals were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Evaluation of the returned device found that the downstream occlusion seal was delaminated, and the upstream occlusion seal was buckled. There was no patient involvement.